Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had alarm for no motor movement or negligible movement and retries to free a stuck motor failed. Customer¿s blood glucose was 223 mg/dl. Customer was not able to rewind the insulin pump. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the motor test outside of the device and no unexpected pump error 38 alarm noted during testing.